Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, pacing lead impedance was observed. The patient was asymptomatic. There were no other anomalies. Monitoring will continue for changes.